Event description:
The device read 152mg/dl, 258mg/dl, and 129mg/dl back to back on the same device. No treatment received and no adverse event reported. No qc were used. Requested return of suspect device and replacement was sent.